Event description:
It was reported that a patient underwent a right flutter ablation procedure with a thermocool® sf nav bi-directional catheter and a steam pop occurred and the patient developed a pericardial effusion. The effusion was evaluated by ultrasound and it was determined that no intervention was needed. The patient was stabilized and transferred to the ccu for observation. Steam pop is a well known risk of the cardiac ablation procedure. Devices have not been returned to bwi for analysis.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant medical products: carto 3 system: ser# (B)(4), stockert generator: ser# (B)(4), cool flow pump: ser# (B)(4), soundstar catheter: cat# sndstr10, lot# OEM. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). (B)(4). The product has not been returned. The product investigation is pending.